Event description:
The initial reporter questioned low results for an unspecified number of patient samples tested for glucose hk gen.3 (gluc3) on a cobas pro c 503 analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 10 mg/dl. The repeat on a different instrument was 119 mg/dl. The questionable result was reported outside of the laboratory. The repeat result was believed to be correct. The gluc3 reagent lot number was 64350301 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The field service engineer (fse) identified a dirty sample probe with a lot of buildup. The customer manually cleaned the probe and performed a probe wash and air purge. The customer performed qc and precision testing with passing results. Operational and mechanical checks passed. The instrument was operating within specification. Calibration was last performed on (B)(6) 2023 with acceptable results. The maintenance actions resolved the issue.